Manufacturer narrative:
(B)(4). Per service report (B)(4), the following components were replaced: power supply unit; rotary encoder; ac main connector. (B)(4).

Event description:
On (B)(6) 2011, at a maquet service center, a maquet owned demo (not for clinical use)cardiohelp with serial# (B)(4),had a malfunction. The cardiohelp device was fully charged but when plugged in one day, the console was not displaying or indicating that it was plugged into ac power. Additionally, the cardiohelp could not charge the batteries. Troubleshooting activities were performed that included swapping the power cord and switching the power cord to another outlet. Additionally, the two fuses were checked and they were functional on other devices. The device continued to operate until the batteries died. The device is being sent to service for investigation. (B)(4).